Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had incorrect readings occur with their sensor. Earlier that week the customer reported that they were hospitalized due to low blood glucose levels. Customer's blood glucose level was reported at 383 mg/dl at the time of the call. The customer was walked through trouble shooting for their sensor and they now understand how to properly use the product. No further information provided.